Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre and post radiation therapy the longevity estimate on the implantable pulse generator (ipg) declined. The im plantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.